Event description:
It was reported that pump experienced a malfunction with malfunction code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who confirmed pump was part of a field correction, completed required form on customer¿s behalf, provided pump reset instructions, and assisted with resetting, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code occurred again, and customer acknowledged and understood instructions.